Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The rate seen (74 worldwide incidents out of estimated 158,000+ procedures performed to date) is approximately 0.047% of the procedures and within the acceptable range as identified in risk analysis documentation.

Event description:
Clinic reported a patient who developed an abscess on right axilla 6 weeks post miradry treatment. The affected area was drained by treating physician, and antibiotics were prescribed.

Event description:
Update: sample of the affected area was cultured and the results were negative at 11 weeks post-treatment. Interlesional kenalog and another antibiotic (prednisone) were prescribed. A colleague of the treating physician incised and drained the affected area.